Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "backup alarm failed" error code. The device was in clinical use when the issue occurred. There was no medical intervention, and no delay in therapy reported. The patient was moved to a different v60 ventilator. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the service engineer determined that due to nature of the failure the service engineer has determined that this failure was related more to a primary speaker failure. The product investigation lab (pil) has verified by a temporary install of the faulty speaker onto the pil standard test bed (stb) that there was no repeat of any error codes during the diagnostic portion of the stb operation. In addition the pil tech verified that the speaker does emit a distinct audible alarm during induced alarm conditions and the speaker passes all resistance testing of the voice coil and associated wires of the speaker. The faulty speaker accusation has resulted in a no problem found /the suspect speaker operates as designed.

Manufacturer narrative:
The philips service engineer (se) reported that during evaluation of the device, the "backup alarm failed" was not confirmed in the vent log. The se then reported that the device had a "check vent: primary alarm failed" (diagnostic code 1102: motor speaker fail) in the event log. The se determined that the backup alarm failed was the "primary alarm failed". The se replaced the speaker to resolve the issue.